Event description:
It was reported that the device broke. The target lesion was 80% stenosed and located in a moderately calcified and moderately tortuous vessel. During insertion of a 3.00 x 12 mm nc emerge, resistance was encountered and a break occurred on a portion of the device that was outside the patient's body. The fractured device was pulled from the body. The procedure was completed successfully and no patient complications were reported.